Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The received photo depicts a broken v-loc suture with the retainer and tyvek. The visual inspection of the returned product noted receipt of one suture and one needle. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened product, it was observed, under magnification, that the suture appeared to have split under tension. The suture was observed to be retained within the swage and the needle was intact. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. Unfortunately, since no sealed products were received, a tensile strength test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: tapp. (Peritoneum closure). According to the reporter during a transabdominal preperitoneal procedure the needle holder was inserted through the right port to expose the jaws through the left port to pull the suture from outside into the cavity. When the suture was pulled into the cavity, the tip of the needle was caught on the inside of the right port since strong force was applied to pull the suture. When the suture was pushed back into the cavity with holding the suture by needle holder from head of the right port, the suture broke and the tip of the needle also fell into the cavity. Since the organs made a visual search impossible, image and x-ray were used to search. One hour after searching, the tip of the needle and the broken suture were retrieved from the cavity. No health damage on the patient was reported and further patient details are unavailable. A new suture was opened to complete the case.